Manufacturer narrative:
(B)(4). Investigation / evaluation: during the course of investigation, a dimensional verification, along with a review of the complaint history, device history record and a visual inspection of the returned used product was conducted. A visual inspection was performed under magnification and no evidence of nonconformities, burrs, nicks, or other anomalies that could have injured the patient were found. A dimensional verification was performed and again, no evidence of nonconformity was found. No damage was found on the tip of the device or the device's sheath. There is no evidence from the complaint report that the device did not perform as expected or was misused. Manufacturing records for this device were reviewed and no evidence of nonconformity was found. All steps were followed and documented and all components met the required specifications. Complaints were reviewed, and no other complaints have been filed for this device lot. Cardiac tamponade (blood pressure loss) is a known complication of the lead extraction procedure, and several warnings are written in the IFU for proper use of this device. There is no evidence that the device did not perform as expected, was misused, or contained a nonconformity. The root cause of the complaint is unknown. We will continue to monitor this device. Per the quality engineering risk assessment (qera), no further action is required.

Event description:
After extraction of 2 ICD leads, the tee showed tamponade and some seconds later, there was immediate pressure loss. The patient's blood pressure decreased to nearly zero and cardiac massage was performed for minutes until open heart surgery preparations were finished. After suctioning the blood out of the pericardium, the blood pressure returned to normal values. A tear of 2cm was found on the back side of the apex. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
After extraction of 2 ICD leads, tee showed tamponade and some seconds later immediate pressure loss. Blood pressure decreased to nearly zero and cardiac massage was performed for minutes until open heart surgery preparations were finished. After suctioning the blood out of the pericardium, the blood pressure returned to normal values luckily. A tear of 2 cm was found on the back side of the apex. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.